Manufacturer narrative:
Upon investigation, we have determined that there is a defect that causes the software to lock-up and no longer process data, including critical alarms. As a result, we have added a routine in the software that will detect the software lock-up and generate a high-priority alarm (audio and visual). The user will be directed to a single key in the main ECG menu that will re-initialize the module and resume pt monitoring. Spacelabs installed this software at all another country telemetry sites. This field corrective action was limited to the another country as, at that time, there had been no reports of similar issues outside of that country. Review of our post market surveillance has revealed that spacelabs had not previously submitted a report of this incident to the FDA. We are now reporting this issue as required by 21 cfr 803.

Event description:
Hospital biomed engineer reported that the heart rate info displayed on the pt monitor failed to update in response to changes in the pt's condition. He indicated that as the pt rhythm deteriorated into vfib, the monitoring system failed to alarm.